Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen, which is off label usage of the device. On (B)(6) 2025, the patient went to bed without feeling any symptoms sometime after the sensor was inserted. When he was sleeping his sensor stopped working. He reported that as a result, the insulin pump reverted to open loop insulin delivery. He couldn't tell if there was an error message and or alarms from the omnipod 5 insulin pump or dexcom app, but he didn't hear anything while asleep. He woke up in the middle of the night and he started throwing up. His glucose level rose severely (no bg documented), and he couldn't tell the cgm readings as he already passed out and he was found unconscious by his roommate. His roommate called the ambulance and emt brought the patient to the hospital. Upon arrival at the ER, a bg test was done but he couldn't tell the result/value but he was told that he was diagnosed with diabetic ketoacidosis (dka). He was admitted to the intensive care unit (ICU) and was given treatments that includes: IV insulin and IV fluids at the ER. He was discharged on (B)(6) 2025. He went home still feeling tired but feeling better. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.